Event description:
It was reported that the patient had visited the wynthenshawe hospital with chest infection and hyperglycemia. The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) with some ketones present while wearing the pod for 3 days. The patient also reported that they had hyperglycemia as a result of having the chest infection and the pod generating a 'missing sensor values' alert. Every pod that the patient takes off, the patient's skin is always red around the area where the adhesive comes off and pod site is located at. Symptoms reported include the patient unable to breath and constantly coughing from having the chest infection. After a nurse took the patient into a room to get treated, the patient waited for 2 hours and ended up leaving and treated themselves with making bolus corrections with the pod using manual mode. Later, to treat the chest infection, they went to the doctor and was given steroids.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.